Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and provide the customer with a quote for the service. Subsequently, the stm made aware to the customer of error codes 111 and 112 which point to replacement of (0670-00-0770) pcba, exec processor. Even though the manual does say to replace the component, customer informed the stm that they will not repair at this time the iabp. Customer will continue to monitor unit for re-occurrence of said error codes. A supplemental report will be submitted if additional information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed error 111 and 112 for watch dog timer, it is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.